Manufacturer narrative:
Two used/damaged bend-a-beam 3" single function malleable abc handpiece with 10' cable devices were returned to conmed for evaluation. Visual inspection of the two devices noted considerable eschar on the ceramic nozzles and deformation of the black insulation. The presence of large amounts of eschar suggests tip has been embedded into tissue or a vessel. The devices were found to function properly with no intermittent activity. No cracks were found in the argon connector; argon flow did not show any anomalies or flow faults. The devices were sent to the conmed design center for further evaluation. The functional testing showed no signs of melting , smoking, charring or other indications of excessive heat could be reproduced for the nozzle, shrink tubing or electrode. Based on the evaluation results, the design center concluded that no manufacturing defects have been identified. This lot was manufactured on 15-jul-2016. A review of the device history record for this lot found no ncr's and no note of discrepancies during the manufacturing process. Of the lot containing (B)(4) units, there have been no other complaints received for the melting from this lot. A 2-year review of product history for this device family showed a total of (B)(4) complaints for device melts. (B)(4). This failure mode is addressed in the risk document and the safety risk has been found to be acceptable. The conmed abc bend-a-beam malleable single function handcontrol disposable handpiece, hand switch activated, 10' cable, in 3 sizes. Handpiece is intended for use with the conmed abc electrosurgical generator for non-contact superficial ablation and hemostasis at the operative site. The handpiece is designed for monopolar abc coagulation only. To reduce the risk of patient injury, the instructions for use (IFU) provides the user with the following precautions and warnings: these devices should never be used when: there is visible evidence of damage to the exterior of the device, such as cracks, cuts, punctures, nicks, abrasions, discoloration or connector damage. Where conventional monopolar electrosurgery is inappropriate of unsafe, such as for small appendages, in circumcision or finger surgery. In the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases, such as nitrous oxide or in oxygen-enriched environments. Warning/precautions: venous gas emboli may be produced while utilizing argon beam coagulation. To lower the risk of gas emboli, do not use argon beam coagulation for prolonged periods, do not allow argon gas flow to make direct contact with open vessels, set the gas flow to the lowest setting capable of achieving the desired clinical effect, so not allow argon gas to flow for more than 5 seconds without cutting or coagulating tissue. Use of the handpiece with insufficient argon gas flow may severely damage the tip. Use lowest possible power settings on the conmed abc electrosurgical generator capable of achieving the desired surgical effect. Use the shortest effective abc activation time necessary. The conmed abc electrosurgical generator should be used only by surgeons/healthcare practitioners experienced in argon beam electrosurgical techniques and safety.

Manufacturer narrative:
As of this filing, the "used" device has been returned with the investigation in process. Once investigation is complete the supplemental and final report will be filed.

Event description:
The customer reported that during use of a disposable bend-a-beam single function hand control handpiece in a liver transplant, the tip of the handpiece started melting. A second device of a different size was used and after about 5 seconds it allegedly caught fire (see MDR 3007305485-2016-00118). The doctor elected to finish the case without argon. The procedure was otherwise completed as intended with no further complications or serious injury reported. Although requested, to date no further information was obtained from the user facility.